Event description:
This is the first of four reports for the same pt involving four separate products. Refer to report #: 9611594-2014-00184 for the second report. Refer to report #: 9611594-2014-00185 for the third report. Refer to report #: 9611594-2014-00186 for the fourth report. (B)(4) received a report from (B)(6) stating the transgastric enteral feeding tube leaked and then broke. No additional info was provided in regards to the pt's status. Additional info has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. (B)(4).